Event description:
It was reported that the merlin programmer became usually hot and exhibited a strong smell consistent with electrical fire. The programmer was removed from the power source. No patient interaction was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.